Event description:
It was reported that scheduled review of remote home monitoring data noted this pacemaker recorded out of range atrial intrinsic amplitude measurements on the right atrial (ra) lead resulting in an alert in the remote home monitoring system. Additionally, this pacemaker and ra lead exhibited oversensing of brief noise resulting in storage of an atrial tachy response (atr) episode. The root cause of the noise was not determined, however, was suspected to be related to potential external noise. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.